Manufacturer narrative:
Date sent: 05/11/2009. Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, after the surgeon fired the device, he found the jaw could not be open and the staples were malformed. Another device was used to complete the procedure. There were no adverse consequences for the pt.